Event description:
Resident fell from maxi lift while being transfered into bed. Maxi left pad was attached to lift, resident elevated from gerichair, suddenly resident's left leg straightened and resident fell through the pad onto the floor. Resident suffered hematoma on posterior cranial and bruise on left arm and upper arm proximal humerous fracture. Not hospitalized.